Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient experienced no symptoms and their baseline weight was not measured.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving compounded baclofen 2000 mcg/ml at 1046.4 mcg/day, dilaudid 500 mcg/ml at 261.6 mcg/day and clonidine 100 mcg/ml at 52.32 mcg/day via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported during a pump refill on (B)(6) 2017, a 3.4 ml reservoir volume discrepancy was noted. Device interrogation revealed that the expected reservoir residual volume was 3.4ml and the actual reservoir residual volume was 0ml. The etiology was noted as related to the device or therapy and not related to the implant procedure. No action/intervention was taken, the cause was not determined and no intervention was planned. The outcome was indicated as 'unresolved with no further action planned'. No patient symptoms were reported and no further complications were reported/anticipated.